Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. The device has been explanted and replaced.